Event description:
It was reported that a patient underwent an obturator sling procedure in (B)(6) 2013. The patient experienced a 3 cm vaginal mesh exposure in the midline and a 1 cm mesh exposure in left vaginal sulcus. The patient complained of pain during intercourse and persistent stress incontinence. In (B)(6) 2014, the patient underwent urethrocystoscopy to rule out mesh in the bladder or urethra. The patient underwent a mesh excision in (B)(6) 2014. No further information was provided.

Manufacturer narrative:
(B)(4) ¿ mesh exposure; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.